Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 2.6, reference: 2.2, mean: 2.40, confidence limits: 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Patient's medications could not be ruled out as a contributor to the unexpected results. (B)(4). This reaches the action threshold of (B)(4) percent. Brick lot number 246544 with strip code z45bu material was split into two different lots: lot number 243104 into 12 packs (smaller lot). Lot number 251117 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4) percent. Corrective action is not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.6, re-test: 2.6, lab: 2.2. The customer tested herself twice within five minutes using two different strip lots; 30 minutes later she got a lab draw. Last dose of coumadin was taken (B)(6) 2011 at 4pm.